Event description:
Pt required blood transfusion. Three alaris nodules and two sets of blood tubing failed to work properly with the "air-in-line" alarm, although there weren't bubbles apparent in the tubing. Delay of initiating transfusion, but did not negatively impact pt. FDA safety report ID# (B)(4).